Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken wire at the distal tip of the hook was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the permanent cautery hook instrument wire at distal tip of hook was broken. The instrument was had lives remaining. The procedure was unknown how it as completed with no reported injury.